Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy procedure performed on (B)(6) 2026. During the procedure, all the bands were adhered to each other, resulting in a failure to deploy. There was no difficulty setting up the device. The procedure was rescheduled after the patient was sedated and then completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus for esophageal varices procedure performed on (B)(6) 2026. It was reported that during the procedure, all the bands were adhered to each other, resulting in a failure to deploy. There was no difficulty setting up the device. The procedure was rescheduled after the patient was sedated and then completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Block h2: correction: block b5: used in the esophagus for esophageal varices procedure. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.